Event description:
It was reported that medfusion 3500 pump, communication error /down loading library. No patient involvement reported.

Manufacturer narrative:
Other text: , corrected data: please disregard the initial report submitted with the MFR: 3012307300-2022-04440. The report was submitted in error.